Event description:
Patient experienced elevated blood glucose of up to 400 mg/dl for 4-5 days, and the infusion device displayed several e4 occlusion errors. She delivered insulin via infusion device and pen to correct hyperglycemia. She detected insulin was in the cartridge compartment of the infusion device, and she confirmed she changed the cartridge (competitor's product) correctly. She reported there was no visible leakage in the system. The cartridges are used for 10 days and the infusion set for 2 days. She also reported the up/down button on the infusion device works intermittently. The infusion device was not dropped or exposed to water or electromagnetic fields. The infusion device was requested for evaluation. She did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
Treatment start date was unknown. This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. E4 occlusion errors were found in the history list. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and both meet the specifications. All alarm functions tested successfully and no malfunction was observed during the technical investigation. The up and down buttons passed the optical and functional investigation successfully and meet the specifications.